Manufacturer narrative:
Additional narrative: (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device locking mechanism was not functioning. It was also noted that the coupling pins were turned in and would no longer couple. It was further noted that pre-tests for housing pin height, outer hose inspection, temperature, sound and rotations per minute (rpms) have failed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.